Event description:
Intraoperatively, surgeon was using 0.9mm guide wire during the procedure and the guide wire broke into two pieces. Both pieces were retrieved, and the length were compared against another similar piece. Or manager was informed. The broken guide wire was taken out of the sterile field and labeled and given to or manager.